Event description:
It was reported the catheter was being placed into a female pt's left subclavian. The clinician had an easy and successful venipuncture on the first try. The guide wire (swg) "sectioned" (cut off) during it's removal. There was a risk of migration of the piece that remained in the "kt" in the blood flow. They removed everything, the whole swg and catheter, and a new catheter was placed successfully. The swg was removed only by hand and no surgical instrument was used. There was a delay in treatment with no pt harm and no pt death or complications reported. F/u info received on (B)(6) 2012, states the same insertion site was used to place the second set. After all central line insertions, an x-ray is ordered. An x-ray was performed after the insertion of the second catheter and they did not notice anything abnormal. It was noted that the swg unraveled and did not separate.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.